Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. A device history review was performed, and no non-conformances were detected related to the reported condition. The assignable root cause was traced to component failure due to normal wear. A CAPA was initiated to address the issue with the loose adhesive joint from connector shell. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the adhesive joint from the connector shell on the motor device became loose. It was further determined that the device failed pretest for break out box motor assessment, safety check assessment, directional control assessments, and connector loctite assessment. It was noted that additional steps were unable to be performed during testing. It was noted in the service order that the device displayed an c3 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.